Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Sensor kit expiration date is 30 apr 2021. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to obtain scan readings, and subsequently experienced a seizure. The customer was provided insulin by both her caregiver and a healthcare professional. There was no report of death or permanent injury associated with this event.